Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (listerine advanced defense sensitive mouthwash 250ml EU 3574661366890 (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (listerine sensitivity zero alcohol mouthrinse frsh mnt 250ml USA 312547235969 1254723596usa 1254723596usa). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Report source: this report is for (listerine advanced defense sensitive mouthwash 250ml EU 3574661366890 (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (listerine sensitivity zero alcohol mouthrinse frsh mnt 250ml USA 312547235969 1254723596usa 1254723596usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with listerine advanced defense sensitive mouthwash 250ml EU. Consumer reported that his/her throat became irritated after using the mouthwash. The consumer sought medical attention from his/her health care professional and was provided antibiotics and pain killer tablets as treatment. There is no additional information provided from the consumer.